Event description:
It was reported that multiple x-tips separated; the pieces were retrieved without injury.

Manufacturer narrative:
Though there was no injury reported in this event, there have been previously reported events resulting in an injury necessitating medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event is reportable per 21 cfr part 803.